Event description:
During the index procedure an in. Pact av access was used to treat the left arm cephalic arch. Approximately 19 months post procedure patient suffered cellulitis of left middle finger. Patient went to the emergency department because they fell again, fall noted as secondary to generalized weakness and left finger pain. Multiple computed tomography (CT) scans completed, dialysis, chest x-ray - no effusion or pneumothorax. CT head without contrast, CT cervical spine without contrast, CT soft tissue neck without contrast, no acute osseous or intracranial process, finger is concerning for osteomyelitis verses abscess, there is no evidence of flexor tenosynovitis. Blood cultures noted with staphylococcus epidermidis and streptococcus sanguinis. The event was treated with medication and surgical procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.